Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was dropped and the upper arrow button is not working properly. The customer's blood glucose reading was 415 mg/dl at the time of incident. Troubleshooting found that the customer could not deliver a bolus due to the unresponsive keypad and went to the hospital. The customer did not have a back up plan.